Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began the day before contacting lfs for assistance at an unknown time in the afternoon. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and she denied making any changes to her usual diabetes management routine in response to the alleged issue. She claimed that approximately 20 hours after the issue began, she developed symptoms of "feeling hot, sweaty, low energy, sleepy and not feeling right" but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.